Event description:
It was reported that stent dislodgement occurred. A 2.50x48mm synergy drug-eluting stent was advanced for treatment. However, during introduction, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 2.50x48mm synergy drug-eluting stent was advanced for treatment. However, during introduction, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported target lesion was located in a 70% stenosed calcified lesion. This 2.50x48mm synergy drug-eluting stent along with an unspecified guide catheter and guidewire were inside the patient. When the stent was passed through a tight ostial circumflex lesion they saw that the stent had moved on the stent balloon catheter. The stent was removed and did not remain inside the patient.